Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. The defib conductor was distorted; blood/body fluid in outer tubing overlay; outer tubing overlay was breached cut; blood in/on helix/lobe mechanism (sleeve head) and in/on helix/lobe mechanism. Tip seal observation and apparent explant damage.

Event description:
It was reported the lead had low impedance and oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.